Manufacturer narrative:
Patient information was not provided. Sorin group (B)(4) manufactures the sorin s5 system. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). The customer uses non-sorin tubing and cannula. A sorin group field service representative followed-up with the hospital requesting a sample of the tubing set used by the facility for testing at an external lab. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the customer identified hemolysis while using the sorin s5 system. There was no report of patient injury.